Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: db-1216, model: m365db12160 , serial: (B)(6), batch: 561146, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced tightness at the lead extension and implantable pulse generator (ipg) implant site. The patient underwent a procedure wherein the physician cleaned out scar tissue around the lead extension as a result released tension from the lead and completed the procedure. It was noted that scarring formed at the lead extension causing the tightness per the physicians assessment. The dbs devices remain implanted and continue to deliver therapy. The patient did well post-operatively.